Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that there was a small tear in the lens and a haptic was bent. There was evidence of a clear surgical residue.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens with forceps and the pt's capsule was unable to support the lens. The incision was enlarged to remove the lens, vitrectomy was performed and the incision sutured. This customer does not use staar's phacoemulsification equipment.